Manufacturer narrative:
Product analysis: the product remains implanted; therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that eleven days following the implant of this transcatheter bioprosthetic valve, the patient presented with heart failure and moderate paravalvular leak (pvl). A second transcatheter valve was implanted the next day. No additional adverse patient effects were reported.